Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited a sudden rise in thresholds, and exit block occurred. The lead was electrically abandoned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited a sudden rise in thresholds, and exit block occurred. It was further reported that the exit block was caused by scar tissue. The lead was electrically abandoned. No patient complications have been reported as a result of this event.